Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, loss of capture and high within range pacing impedance measurements. Additionally, the patient experienced bradycardia. Perforation and dislodgement were discarded by x-rays. It was decided to perform a lead revision and the lead was repositioned. This lead remains in service. No further adverse patient effects were reported.